Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the load process timed out of fill tubing and returned to change cartridge after the cartridge had already been filled. The customer's blood glucose level was 300 mg/dl. Reportedly, the customer stated bg levels were elevated prior to the event. The customer delivered a correction bolus with the pump. During troubleshooting with tandem technical support, the customer was able to reload the cartridge successfully.